Event description:
Company provided inadequate sterilization parameters for their product. "Pre-vac. Steam sterilization at 273f. For 4 minutes or vacuum autoclave sterilization at 273f. For 4 to 20 minutes for hard goods -non-wrapped- at 2 bars - 29psi-." Verbal contact with MFR indicated that there are no other modalities for sterilization that have been approved or tested. Surgical procedure breast reduction.